Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise/oversensing resulting in an inappropriate shock when the patient was at rest and had leaned over to speak to their significant other. There were no patient symptoms and the patient was not using or holding an electrical equipment. The device was interrogated and noise was reproduced, but not to the same extent as the episode in question, and the device correctly labeled the noise or did not sense the noise. The worst noise was seen twitching to the left and weight through both arms which was not consistent with the activity at the time of the inappropriate shock episode the primary sensing vector appeared to be the best sensing vector and there was not noticeable difference on the noise amplitude in the secondary sensing vector thus no changes were made. A request for device data review was sent to technical services (ts). Ts discussed programming options and noted that reprogramming the device to the secondary sensing vector may result in increased risk of future inappropriate shock, while the alternate sensing vector did not appear to be a viable option. X-ray images reviewed did not appear to be the cause of the reported observations. Additional technical analysis was needed when it comes to an untreated episode in (B)(6) 2021 when the patient had a ventricular tachycardia and supraventricular tachycardia with double counting as well as the reported inappropriate shock due to oversensing of noise which could not be reproduced with testing. It was noted that the patient was brought in for further testing and performed treadmill running which managed to create short non-sustained run of double counting. It was also noted that the field representative did capture odd oversensed beat or noise but nothing which was long enough. The patient was laying down in different postures, with noise occurring when the patient was turned on the left or right side. The device and lead were palpitated with no noise detected. Changing the sensing vectors did not show detected noise. A request for technical review was needed for the most recent follow up. A possible revision of the system was also discussed by the physician. Additional information noted that the patient received another inappropriate shock, and ts review was needed. Ts discussed the case and noted that the secondary and alternate sensing vector appeared viable in this case. Ts also discussed assessment for prolonged elevated heart rate in attempt to illicit an arrhythmia seen in (B)(6) 2021 to have confidence in the possibly reprogrammed new sensing vector. Ts also noted that the advantage of programming the device to the alternate sensing vector could be eliminating movement of the device influence for myopotentials. At this time the device remains implanted. No adverse patient effects were reported.